Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received that the pacemaker was explanted, and lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received that the pacemaker was explanted, and lead was surgically abandoned. No additional adverse patient effects were reported.